Event description:
On 22nd july 2025, it was reported by an arthrex's employee via email that for an ar-9811, apollorf mp90, aspirating ablator, 90°, multi-port, the tip turned black and did not work well during the operation. There was a delay in the surgery of about 5 minutes in changing to the new tip. This was detected during a shoulder rcr on (B)(6) 2025. The case was completed successfully by using a replacement product. There was no patient harm. Additional information was received on 25th july 2025: the cause of the tip discoloration was not confirmed. There was no burning smell when the issue occurred, nor were any other issues noticed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Black discoloration at the tip typically indicates surface carbonization (burnt tissue/char), rather than a bulk mechanical failure. Such carbonization may appear dark or black without producing a persistent burning odor in the operating room.